Event description:
On 3/4/2024, it was reported by a sales representative via (B)(4) that an ar-623-t608 tibial bearing trial broke. All the fragments were removed from inside the patient. The procedure was continued by using an ar-623-t508 tibial bearing trial before putting in the 6.8mm poly implant. This was discovered during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-623-t608 was received for investigation. Functional testing was not able to be performed due to the damage to the device. Upon visual evaluation, the ibalance® tka, tibial bearing trial size 6, was broken. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause for the reported failure can be attributed to wear and tear. Manufacturing date is 2018.